Manufacturer narrative:
The following was received for investigation: one new list #140019291, primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm; lot #5849389. A series of photos was returned by the customer. Black spots were observed on the drip chamber and spike. The returned new sample was visually inspected. A spot was observed on the spike. The area of the particle was estimated to be smaller than 0.20 mm^2 when compared to the tappi size estimation chart (tappi test method t 564). The sample met the allowable surface area of embedded or attached foreign material specification which states: "must be free of embedded or attached foreign material greater than 1/32 inch in diameter (if multiple, the total area shall not be greater than the equivalent area of a 1/32 inch diameter)." For reference: a circle with diameter = 1/32nd of an inch (0.7938mm) has an area = pi*(1/64th inch)^2 = 0.4948mm^2. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The reporter stated that there were black spots on the spike and the drip chamber with the packaging sealed. There was no patient involvement and no patient harm. This report represents the fourth of five events reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.